Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device and confirmed the ECG connector was heavily worn. The measurement panel was replaced to resolve the issue. The device passed all performance and assurance testing and was returned to the customer. We will consider this a malfunction of the ECG connector where ev2 lead ECG could not be acquired.